Event description:
Patient had hydrothermal ablation. A few days later, patient returned to physician office with complaints of pain. Physician stated patient had burn on posterior vaginal wall and was treated with silvadene cream.